Event description:
The biomedical engineer (bme) reported that they discharged the patient and moved the patient to another room, however when they did this, the bedside was showing communication loss at the cns. The bme asked nihon kohden technician if there was a way to get patient data back and nk technician told the bme that the data is lost since the bedside was showing communication loss on the cns, no data was being recorded. The bme reported that they replaced the unit with another one. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, however the serial number and device manufacturer data is no information (ni) since customer is unable to provide the information. Bedside monitor: model #: bsm 6000 w/ qi-420pa wlan station, serial #: ni, device manufacturer data: ni.

Event description:
The biomedical engineer (bme) reported that they discharged the patient and moved the patient to another room, however when they did this, the bedside was showing communication loss at the cns. The bme asked nihon kohden technician if there was a way to get patient data back and nk technician told the bme that the data is lost since the bedside was showing communication loss on the cns, no data was being recorded. The bme reported that they replaced the unit with another one. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they discharged the patient and moved the patient to another room, however when they did this, the bedside was showing communication loss at the cns. The bme asked nihon kohden technician if there was a way to get patient data back and nk technician told the bme that the data is lost since the bedside was showing communication loss on the cns, no data was being recorded. The bme reported that they replaced the unit with another one. No patient harm was reported. Investigation summary: the device was not returned to nka for evaluation, root cause cannot be determined. As the device was being used wirelessly with the central monitoring station, it is likely the issue was coming from the qi-420 which allows wireless connection with the central monitoring station. Complaint history review of the customer's account reveals no additional complaint relating to communication loss relating to this incident. The communication loss is likely an isolated incident. As such, a corrective action and or preventative action (CAPA) is not warranted. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, however the serial number and device manufacturer data is no information (ni) since customer is unable to provide the information. Bedside monitor: model #: bsm 6000 w/ qi-420pa wlan station. Serial #: ni. Device manufacturer data: ni.